Manufacturer narrative:
(B)(4).

Event description:
It was reported implant removed due to perimplantitis with abcess.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified slight wear and bone material around the external threads but no evidence of any damage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event.no pre-existing conditions were noted on the per. The reported device was located on tooth # 34 and was used for approximately 1 month 21 days. Pictures or x-ray images of the implant site were not provided.DHR review was completed for the subject lot number (63703019). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3253) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.complaint history review was performed for the reported lot number (63703019) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.